Event description:
Information received indicates the brake will not engage from the foot end brake pedal.

Manufacturer narrative:
The technician found the rocker link was broken. The technician used a brake/steer upgrade kit, to repair the stretcher.